Event description:
The patient was having daily, severe headaches. There was no known incident or accident related to the complaint. Implantable neurostimulator system explant was planned for 2009. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.